Event description:
It was reported that syringe 50ml ll had air bubbles and leaked. The following information was provided by the initial reporter: the black seal is not watertight and some diprivan has leaked, replaced by air. Fortunately, the nurse noticed this and there was no air infusion to the patient, as the level of diprivan was still above the level of the connection to the extension tube. For the 2nd incident (diprivan syringe), the presence of air was noted but fortunately no air was injected into the patient? No consequences for the patient, as the diprivan level was still above the luer-lock of the syringe, so only diprivan was infused. If the diprivan level was below the ll of the syringe, then the syringe pump would have injected the air in the syringe into the patient.

Manufacturer narrative:
Correction h5: imdrf annex c grid: c070601 - deformation problem. H5: imdrf annex d grid: d15 - cause not established.

Event description:
It was reported that syringe 50ml ll had air bubbles and leaked. The following information was provided by the initial reporter: the black seal is not watertight and some diprivan has leaked, replaced by air. Fortunately, the nurse noticed this and there was no air infusion to the patient, as the level of diprivan was still above the level of the connection to the extension tube. For the 2nd incident (diprivan syringe), the presence of air was noted but fortunately no air was injected into the patient? No consequences for the patient, as the diprivan level was still above the luer-lock of the syringe, so only diprivan was infused. If the diprivan level was below the ll of the syringe, then the syringe pump would have injected the air in the syringe into the patient.

Manufacturer narrative:
H6: investigation summary several photos and two used samples were provided to our quality team for investigation. Upon visual inspection of the photos and returned product, air bubbles within the fluid contained in the syringe were observed. The syringes returned were emptied, cleaned, and filled with water, no air bubbles or other abnormalities were seen within the syringe. The product was further evaluated, there was no damage or molding defects identified on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a complaint history review cannot be performed. No changes have been made in the material or manufacturing process for this product. Based on the available information we are not able to determine a root cause related to the product or our manufacturing process at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 50ml ll had air bubbles and leaked. The following information was provided by the initial reporter: the black seal is not watertight and some diprivan has leaked, replaced by air. Fortunately, the nurse noticed this and there was no air infusion to the patient, as the level of diprivan was still above the level of the connection to the extension tube. For the 2nd incident (diprivan syringe), the presence of air was noted but fortunately no air was injected into the patient? No consequences for the patient, as the diprivan level was still above the luer-lock of the syringe, so only diprivan was infused. If the diprivan level was below the ll of the syringe, then the syringe pump would have injected the air in the syringe into the patient.